Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-nov-2020, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving lioresal (500mcg/ml at 80mcg/day) via an implanted infusion pump. The indication for use was not specified. The patient's medical history included spasticity due to a motor vehicle accident (mva). It was reported that during initial implant, the spinal catheter anchor did not grip the catheter once deployed. The surgeon was able to remove it without difficulty and use a different spinal anchor. There were no adverse effects to the patient or procedure. The catheter was not defective and was implanted. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was considered resolved at the time of report and the patient's status was alive - no injury. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2020. Product type catheter. Analysis of the catheter found no anomalies. If information is provided in the future, a supplemental report will be issued.